Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's dso (downstream occlusion) was damaged. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3: correction. H3: one device was returned for repair with complaint that the device's dso (downstream occlusion) was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The complaint cannot be confirmed during the event log review. Visual inspection confirmed a delaminated dso seal. The dso seal was replaced to resolve this issue.